Event description:
It was reported to resmed that an astral device triggered audible alarms that notified the user of an expiratory minute volume (mve) issue. Per the reporter the pt was having problems with leak. There was no pt harm or injury reported as a result of this incident. MFR #3004604967-2015-00061.